Manufacturer narrative:
The returned valve was patent. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. It met the requirements for pressure-flow, pre-implantation, and leak testing. However the valve did not meet the requirements for siphon and reflux testing. There was proteinaceous debris observed within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open resulting in fluid siphoning and/or reflux. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ a review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the device was found to be partially occluded. According to the report the device was explanted on (B)(6) 2016 and replaced with another strata valve. Reportedly, the patient is doing well with the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.